Manufacturer narrative:
Section d4: additional information section h1: correction section h4: additional information manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed. A review of the submitted log file showed 256 events spanning approximately 13 days ((B)(6)2019 ¿ (B)(6)2019 per time stamp). On (B)(6)2019 at 07:44 while connected to the mpu, the no external power alarm activated even though rsoc voltage was never lost on both cables. This issue is consistent with a very quick connection break of the controller¿s power cables. The no external power alarm cleared shortly after. There were no other notable alarms active in the log file. System controller, was not returned for analysis and remains in use. Technical services recommended to make sure the cables are secured. Additional information provided on (B)(6)2019 indicated that the cause of the alarm was not identified. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use and heartmate iii patient handbook explain how to properly interpret and troubleshoot no external power alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section brand name, common device name, device identification: correction.

Manufacturer narrative:
Serial number was requested, but not provided. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the analysis of the log, a no external power event was observed from 7:44:38 through 7:44:39, on (B)(6) 2019 at which time he was connected to the mobile power unit (mpu), which had a yellow locking device. Patient and wife both stated there was no alarm (or sounds they heard) and were unsure if they lost power because they were still in bed sleeping. This type of issue could be caused by a very quick connection break of the controllers power cables. There had been no recurrences or issues. Patient is stable.